Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, resistance was felt during advancement and when removed, the stent was found to be deformed. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable.